Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m119009 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m119009, test base part number 190-430 / lot m11900. The lot met the required release specifications. A review of the complaints reported as false positive or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119009 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue [add possible root cause as well].

Event description:
A customer reported a false negative result on a direct np (nos) swab with the ID now covid-19 assay. Confirmation testing was positive by pcr (nos). The patient was reported as symptomatic (nos). The stated the patient was not medicated based on the result. Additional information, including patient treatment, impact and outcome were not provided. Attempts to gain further patient information were not successful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen.